Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the implantable cardioverter defibrillator exhibited high impedance. No intervention was performed and the patient will continue to be monitored. The patient was in stable condition.